Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported inflation difficulty could not be confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the nc trek dilatation catheter was advanced to the left anterior descending coronary (lad) artery, heavily calcified lesion without noted resistance. During initial inflation, the balloon did not inflate. During device removal, the mid shaft separated. Both pieces were removed. Another nc trek was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.